Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo 3-port manifold set was partially disconnected and that the connection could not be tightened. Reportedly, the connection between the male and female luer between the manifold and tubing would not tighten as as the male luer kept twisting inside the female luer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was received for evaluation. During evaluation, visual inspection and functional testing were performed; however, no evidence of device malfunction was found. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.